Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was not displayed. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause of the malfunction error b30 was due to corrosion on the electrical contact of the video plug. In addition, the image was not displayed due to damage on the charged coupled device unit. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported that the colonovideoscope had a scope communication error b30. The event occurred during inspection for use. There were no reports of patient involvement.